Manufacturer narrative:
One level 1® hotline® low flow system was returned for analysis in new condition. The tank was filled with water, temp check was attached, line cord was plugged in and the unit was powered on; indicating no specific problem. However, the unit was observed to be noisy. Based on the evidence, the complaint is confirmed. The root cause was found due to a supplier issue.

Event description:
Information was received indicating that a smiths medical level 1® hotline® low flow system was reported to have an out of box failure. There were no reported adverse effects.